Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during the placement of a extrahepatic bile duct tube on (B)(6), 2011 involving a female patient. According to the complaint, during preparation, after flushing the guidewire with saline, about 5mm of the guidewire tip detached when the physician was attempting to remove the guidewire from the sheath. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as "good."

Manufacturer narrative:
A visual examination of the returned device revealed that approximately 0.3 cm of the distal tip coating had detached. There was no damage to the core wire or the ptfe jacket. Based on the evidence presented by the device, there is a high likelihood that the probable cause for the failure appeared to be related to handling factors since this occurred during the preparation before to used it. It is possible that during removal of the device from packaging hoop, the device may become hung up on the edge of the dispenser tube and may have been pulled against resistance that compromises the integrity of the tip, thereby causing the poly tip detached/separated. Therefore based on the fact that the event reported was during the preparation the most probable root cause is "handling damage" a DHR (device history record) review was performed and no deviation was found.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during the placement of a extrahepatic bile duct tube on (B)(6), 2011 involving a female patient. According to the complaint, during preparation, after flushing the guidewire with saline, about 5mm of the guidewire tip detached when the physician was attempting to remove the guidewire from the sheath. The procedure was completed with another jagwire with no patient complications. The patient's condition has been described as "good."